Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 160 mg/dl. Customer did not report motor position encoder error alarm. The customer stated that pump did rewind but got a no delivery alarm. Customer was advised that false motor alarm was caused by view sensor glucose graph while delivering a bolus. The customer was advised that the device would be replaced. The customer reported via phone call indicating that they had excessive no delivery alarm during manual prime. Customer's blood glucose at time of incident was 160 mg/dl. The customer was advised to rewind pump, reinsert reservoir into pump and run manual prime to at 5.0 units. Customer stated the pump alarmed no delivery. The customer was advised the pump is working as designed.